Manufacturer narrative:
Date of post-operative patient pain and discomfort is unknown. This report is for three (3) unknown 5.0mm locking screws. Complainant screws were not fully extracted during the revision procedure on (B)(6) 2015. Per facility, these screws were not fully explanted. Parts remain in the patient (only screw heads removed). (B)(6). Unknown as no lot or part numbers were provided for these complainant screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was scheduled to undergo a planned revision procedure to remove implants from the left femur. The patient had a left femur internal fixation via a less invasive stabilization system (liss) for the distal femur (df) approximately 2 years ago. The patient complained of post-operative discomfort in the left leg and went back in for knee arthroscopy and implant removal. Three (3) locking screws were broken; only the screw heads were removed. The l36mm was stuck in the plate. A conical extraction screw was successfully used to remove the plate. The surgeon decided to leave the three (3) screws in the patient. It was reported that the breakage was at the screw holes, but only the screw head was out. There were no threads at the shaft reported. The optimal outcome was reported as achieved. This report is for three (3) unknown 5.0mm locking screws. This report is 3 of 3 for (B)(4).